Event description:
It was reported that the device could not be interrogated. The patient has been receiving radiation treatments. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.